Event description:
It was reported that the patient received multiple inappropriate shocks due to oversensing on the right ventricular (rv) lead. The lead was possibly fractured. Interrogation showed a lead integrity alert (lia) triggered. The lead was turned off and subsequently explanted and replaced. It was also reported that the device algorithm did not discriminate for the noise and did not withhold therapy. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. Concomitant products: 6945-65 implantable tachy lead (B)(6) 1999; 5076 implantable pacing lead (B)(6) 2011; 4194 implantable pacing lead (B)(6) 2012. (B)(4).